Event description:
It was reported that the right ventricular (rv) lead was fractured and caused inappropriate therapy to be delivered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: ddmb1d1 ICD, date of implant (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.